Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and found that the device did not start. Review of system logfiles confirmed the ippc malfunction. Upon further investigation, fse detected error in image disk of ippc. Fse replaced hdd and recreated the image. After replacement of hdd and recreating the image, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the device did not start. There was no harm reported. Philips has started an investigation of this complaint.